Event description:
Baxter australia reports the twist clamp of the transfer set "fell off" the set. No pt injury or medical intervention reported by affiliate. No further detail provided by affiliate.